Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: degenerative lumbar scoliosis. For which patient had to undergo oblique lateral interbody fusion at levels l2-l5. Pre-op, flex arm was attached to the bed rail clamp. The lever of the joint part was turned for temporary fixation of the flex arm but it could not be fixed firmly. It was not improved at all although the surgeon loosened or tightened the lever many times. The surgery had to be started as it was. The product did not come in contact with patient. There was a delay of less than 60 min in the procedure due to this event. The product did not broke into fragments. No malfunction occurred to bed rail attachment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.